Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls on the day of event were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse decontaminated the water system and verified the functioning of the system. The cse ran quality control and performed precision testing, which were acceptable. The cause of the discordant, falsely elevated co2_l result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated liquid carbon dioxide (co2_l) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia chemistry instrument, resulting lower. The result obtained from the alternate advia chemistry instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated co2_l result.